Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired the first three times it was fired. On the fourth firing, all three of the previous clips came out at once. It is unk of the clips fell into the pt. A new device was used to complete the procedure. There was pt impact reported.

Manufacturer narrative:
(B)(4). Date sent: 03/02/2010. Sticking jaw/cam, indicator wheel failure. Eval summary - the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although, no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. In addition, the device locked out as intended, but the orange indicator did not show up completely. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.